Manufacturer narrative:
(B)(4) date sent: 1/9/2017.

Event description:
It was reported that during an unknown procedure, the clips did not take appropriate shape when it was applied. It is unknown how the procedure was completed. There were no adverse consequences for the patient was reported.